Event description:
It was reported that the patient is hospitalized due to increased seizures. No additional relevant information has been received to date.

Event description:
Per the provider, patient has not been hospitalized per the patient's mother. No additional relevant information has been received to date.